Manufacturer narrative:
This device is not available for testing and evaluation. Please note that the catalog number 466fxxxx, represents and unknown catalog number of an optease vena cava filter. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A patient called to request medical information, and also reported adverse events. Following a pulmonary embolism and "bleed" in unknown vessels, she experienced a faulty deployment of the optease filter, which resulted in "each end of the filter in the renal vein". As treatment, an attempt was made to realign the filter; however it was unable to be captured in 3 attempts. It is not known how the pe/dvt documented was diagnosed. There was no thrombus present at delivery site. Pre and post imaging was completed. The size and shape of the vena cava was less than 30mm. It was verified prior to deployment that the hook was caudal. They used a jugular approach and the distal end of the filter was deployed in the renal artery while the proximal end was in the vena cava. There was not complete wall apposition on all sides post deployment. They have tried to retrieve and reposition the filter several times without success. It is noted that the filter is not fractured. The patients medical history includes arthritis, 2 hip replacements, history of "pe's", asthma, gerd, pulmonary nodules, chronic sinusitis and joint removal of the great toe. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
A patient called to request medical information, and also reported adverse events. Following a pulmonary embolism and "bleed" in unknown vessels, she experienced a faulty deployment of the optease filter, which resulted in "each end of the filter in the renal vein". As treatment, an attempt was made to realign the filter, however it was unable to be captured in 3 attempt. Event was ongoing. The patient's "back went out", and "vertebrae drifting" identified in a back xray. It is not known how the pe/dvt documented was diagnosed. There was no thrombus present at delivery site. Pre and post imaging was completed. The size and shape of the vena cava was under 30mm. It was verified prior to deployment that the hook was caudal. There was not complete wall apposition on all sides post deployment. The filter was deployed with the distal end into renal artery. They used a jugular approach and the distal end was in the renal artery while the proximal end was in the vena cava. They have tried to retrieve and reposition the filter several times without success. It is noted that the filter is not fractured.